Manufacturer narrative:
Additional, changed, and/or corrected data: b3; b5; b6; h6.

Event description:
Healthcare professional additionally reported pain.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events rupture and breast pain was received on feb 05, 2025, with lot number 2597193. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: no observed ¿ breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture revealed via CT scan. Device has been explanted.